Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is under consideration.

Manufacturer narrative:
Correction: the external visual inspection revealed the electrode was severed near the electrode ground ring, along the lead near the array, and that an electrode contact was extruded prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed wire insulation damage at a contact pad, and insulation damage at another contact pad. This is believed to have occurred during revision surgery. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed all of the electrical tests performed. This is the final report.